Event description:
The tracking dept was contacted by a competitor that a model 3000 pump was sent to them by mistake. It was not communicated as to the problem with the pump if any.

Manufacturer narrative:
Codman's tracking dept was contacted by a competitor that one of our pumps had been sent to them in error. It was not communicated as to the nature of the problem. Therefore a complete investigation was conducted and it was revealed that during a microscopic exam of the exterior surfaces of the pump it did not reveal any anomalies on the titanium surfaces. The silicone septum displayed normal usage with several needle puncture marks noted on the silicone material. The pump was returned with 6-inch segment of original silicone catheter attached to a 17-1/2 inch segment of flextip catheter. Both catheters were properly and securely attached to a flextip connector. The distal end of the catheter was not clamped or tied when received. The pump was emptied; less than 1ml of clear yellow particle free fluid was collected from the reservoir. The bolus pathway, and attached catheters could be flushed with no resistance. Clear yellow particle free fluid was collected. The flextip catheter readily leaked when flushing/pressuring with fluid, pin hole leaks were found close to the connection area. These holes appear to have been introduced by a sharp object such as a needle or blade. There was no evidence of leakage when flushing and pressurizing the bolus pathway and original catheter. Leakage was also not found from the septum when filling the pump with fluid. The pump was filled with 50mls of bacteriostatic water and placed in a 37 celsius water bath for flow testing. This pump flowed consistently and within the mfg flow rate as received. This pump flowed 0.57mls/day, this is 105% of the mfg flow rate of 0.54mls/day. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.